Event description:
I am reporting patient abandonment and lack of clinical oversight following the issuance of a field safety notice. Despite ongoing treatment with a prescription medical device (clear aligners), the prescribing physician, (B)(6), and byte support have failed to provide the mandated dental supervision. I have experienced tooth mobility, bite misalignment and crowding leading to chipping and need dental work. I have repeatedly contacted byte support to report these adverse experiences, but my concerns were ignored or not addressed. Following the recent field safety notice, the company has failed to provide a safe clinical exit strategy or a refund to seek corrective care from a local provider. The device is lacks the professional monitoring required by law for a class ii medical device.